Event description:
Gia staple load did not fire completely. The stapler was used several times and the first couple of loads fired fine. After that, the loads would not fire correctly. Stapler changed out for remainder of procedure.